Manufacturer narrative:
A definitive conclusion cannot be drawn at this time, as the investigation into this issue is ongoing. The outcome of the investigation will be communicated through a follow-up report. The corresponding us mpx test is m/n 4584252190 bl125255 (B)(4).

Event description:
A customer site in (B)(6) filed a complaint alleging that a (B)(6) results were generated when using the cobas taqscreen mpx test, ce-ivd. The customer generated (B)(6) results for a donor sample tested with the mpx test in pools of six and pools of one. However, upon retesting the blood bag sample, a (B)(6) mpx result was generated with pools of one. The donor serology was (B)(6).

Manufacturer narrative:
(B)(4). The customer obtained non-reactive results for a donor sample tested during cobas taqscreen mpx primary pools of 6 and primary pools of 1 (pp6 and pp1). However the donor was found to be hbv serology positive. Due to the discrepant results obtained, the customer retested the donor's blood bag sample, and a reactive mpx pp1 result was obtained with a CT of 48. Additional testing with the cobas taqscreen mpx test was performed along with another nat test, the procleix ultrio assay. Both tests generated non-reactive results, matching the original results obtained with the cobas taqscreen mpx test. The result discrepancies in this complaint may be caused by the presence of a (B)(6) in the complaint sample. Review of qc release data for the 0.5x lod (B)(6) panel generated a CT of approximately 35. A late CT of 48 in this case suggests the presence of a (B)(6) present in the complaint sample. Retain testing of the complaint lot was performed and testing did not reproduce the customer's allegation. There is no indication of a product non-conformance and the product is performing as intended. (B)(4).